Manufacturer narrative:
Age or date of birth: age at time of event - estimated as 63 years as it was provided the patient was (B)(6) at the time of the implant, but the follow up occurred one year post implant.

Event description:
It was reported that a transient ischemic attack (tia) occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman laa closure device was implanted. On (B)(6) 2021, the patient was admitted with a tia, which lasted less than 24 hours. No additional information is available at this time.